Event description:
Customer reported that she had high blood glucose of 484 mg/dl and her insulin pump was not working correctly. Customer stated that the insulin pump was constantly alarming no delivery. Customer stated that she change the infusion set and the alarm stops. Advised customer to call when the alarm occurs in order to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).